Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications: 4 impact products were created for product code nw2493/nw2494 and lots t7003, t7004 and t7001, is forth lot number missing? Are these possible lots used during the procedure, or did sutures from all the lots were used in the patient? How many sutures from each lot break after the procedure? For each suture, please inform: what tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the suture break? How was the issue managed? If a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2017 and suture was used. After closing the skin there was suture breakdown of surgical wound within week of surgery. Additional information has been requested.

Manufacturer narrative:
Based on additional information received this device is serious injury reportable. Summary: retain as well as reference sample average as well as individual needle pull-off and knot pull tensile strength values were found to meet the usp requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Representative samples: an opening exists allowing atmospheric conditions to enter the cavity. The analysis does not yield a specific conclusion about the product complaint additional information was requested and the following was obtained: date and name of index surgical procedure ¿ cleft plate repair . The diagnosis and indication for the index surgical procedure? -not mentioned by surgeon. What were current symptoms following the index surgical procedure?- suture line breakdown . Onset date? Other relevant patient history/concomitant medications - not mentioned by surgeon lot numbers involved ¿ we have given the lot number of all the batches used not able to get the exact samples used in patient. What tissue type and location of the suture placement? -subcuticular tissue what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - not mentioned by surgeon. How was the suture placed (interrupted or continuous)?- not mentioned by surgeon. How was the suture tied (square knot or multiple knots one end)? -not mentioned by surgeon. What date did the suture break? -not mentioned by surgeon. How was the issue managed? -if a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? -not mentioned by surgeon. What is physician¿s opinion as to the etiology of or contributing factors to this even- not mentioned by surgeon. What is the patient current status?- not mentioned by surgeon. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What day post op was the suture breakage identified? Please explain was there any medical or surgical intervention performed? How many patient events are there involved? Have these been previously reported? Quantity involved: please provide the exact number of suture(s) that broke during 1 patient event? Is the lot number involved unknown? How many sutures broke during one patient event?

Manufacturer narrative:
Corrected information. Corrected information: ¿ the actual device product code and batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code nw2493 batch t7003 exp. Date- (B)(6) 2022 date of mfg.- (B)(6) 2017 product code nw2493 batch t7004 exp. Date- (B)(6) 2022 date of mfg.- (B)(6) 2017 product code nw2494 batch t7002 exp. Date- (B)(6) 2021 date of mfg.- (B)(6) 2017 product code nw2494 batch t7001 exp. Date- (B)(6) 2021 date of mfg.- (B)(6) 2017 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: please explain was there any medical or surgical intervention performed? - surgeon is not sharing . What are the file numbers of all patient events? - surgeon is not sharing your answers indicate that you are not able to get the exact samples used in the patient, therefore the lot number used is unknown. Is this correct? - yes how many sutures from each lot break after the procedure : not answered did 1 suture break in 1 patient? 1 suture broke in 1 patient